Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient was seen in the emergency room after experiencing abdominal thumping, hiccups, shortness of breath, cough and palor. The shortness of breath was due to fluid overload. The thumping and hiccups were attributed to diaphragmatic stimulation. The left ventricular lead was reprogrammed and the lead remains in use. Approximately two weeks later, the patient was seen again in the emergency room with symptoms of mild chest discomfort, fever, nausea, vomiting and diarrhea and worsening dyspnea. A pocket hematoma was diagnosed and the patient was started on antibiotics. The blood culture came back negative for infection. The device remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.